Event description:
It was reported that: "leakage was noted due to perforation. Changed to another device. There was no reported patient harm or injury." Associated complaints: 3003898360-2024-01488, 3003898360-2024-01502, 3003898360-2024-01501, 3003898360-2024-01500 and 3003898360-2024-01486.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Failure mode "leak - device leak - other" could be confirmed with video provided. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. Device history review investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "leakage was noted due to perforation. Changed to another device. There was no reported patient harm or injury." Associated complaints: 3003898360-2024-01488, 3003898360-2024-01502, 3003898360-2024-01501, 3003898360-2024-01500 and 3003898360-2024-01486.